Event description:
A report was received that the pt underwent a pocket revision due to difficulty charging. The physician moved the ipg laterally. The pt was reportedly doing well following the procedure.